Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 16, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 19). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 19 - cause traced to user. The affected sample was not returned; therefore, a thorough investigation could not be conducted. A representative retention sample was inspected and measured for electrical continuity with no anomalies noted and all electrical values within specification. Based on the information provided in the complaint, the most likely cause of the event was incorrect generator settings as it was revealed that 20 watts was used, this exceeds the recommended wattage found in the vsp550ex IFU. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation, therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the unit sparked. Per user facility, the unit sparked on his hand, and was out of the patient. The perfusionist swapped it out. They used valley lab fx and was set to 20. The product was changed out; the surgery was completed successfully.